Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer reported that the floss container did not function smoothly as the floss got stuck a few times and also the metal piece had fallen off twice. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number was not reported by the consumer and the returned field sample was not received for evaluation. Based on the quality investigation, a review of the data associated with this complaint category (damaged/defective dispenser component and reportable pqc) revealed no adverse trends. All non-conformances related to this complaint initiated (B)(4) prior to the date in which this complaint was received ((B)(4) 2012) were reviewed, there was no non-conformance initiated during this period related to cutter fall off in reach mint waxed 200yd products. A review of the investigation documentation did not indicate reach mint waxed 200yd failed to meet specifications. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer reported that the floss container did not function smoothly as the floss got stuck a few times and also the metal piece had fallen off twice. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.